Manufacturer narrative:
Results: a sample is not available for evaluation. Customer photos were submitted. In review of the photos, no physical damage can be seen. A review of the device history record revealed no irregularities or quality notifications during the manufacture of the reported lot. All process inspections were in compliance with specification requirements. (B)(4).

Event description:
It was reported that a bedside rn was drawing blood and labeling a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ closure tube when it exploded. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one photo from the customer facility was received for investigation. The manufacturing records were reviewed for the incident lot and no issues were identified. Based on the evaluation of the photo, bd pas observed a tube that appeared to have blood leakage. Further investigation identified potential root causes in the manufacturing process where the cause of the indicated failure could have originated. Conclusion: based on the investigation, the most likely root cause for this event has been identified as stopper pop-off. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Note that incident lot 6173983 is impacted in field action (B)(4) and notification was distributed to affected customers.